Manufacturer narrative:
(B)(4). We rec'd one used, completely filled easypump ii lt 270-54-s without packaging. The rec'd sample was visually inspected. Damages were not detected. In 'as-rec'd' condition, the white clamp was closed. The original wing cap was not assigned by the customer, the pt connector was closed with a red combi stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected liquid and crystallized drug residues at the lla-cone of the pt connector. Air bubbles were not detected inside the tubed. Additionally, a functional test was carried out. After opening the white clamp and waiting for a while, the pump worked (solution was running). Furthermore, we tested the flow rate of the rec'd sample. Nominal: 5 ml/hr. Actual: 4.8 ml in 1h; 9.4 ml in 2hrs; 13.8 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. The inspected sample is in accordance with spec. Hence we assess this complaint to be not justified. We have informed our MFR accordingly. Reviewed the device history record and there was no defect encountered during in process inspection and final control inspection. (B)(4).

Event description:
As reported by the user facility (B)(4)): infusion flows too slowly.